Event description:
The reported handheld was returned to the manufacturer and underwent analysis. Analysis of the returned handheld revealed no anomalies associated with the main battery were identified during the analysis. During the analysis it was identified that handheld was unable to charge the main battery. The cause for the anomaly is associated with broken solder connections on the handheld main board. Analysis of the returned flashcard indicated the flashcard and software performed according to functional specifications.

Manufacturer narrative:
Device failure occurred, but did not cause or contribute to a death or serious injury.

Event description:
It was reported by a company rep that a replacement handheld was needed as the handheld from a physician was malfunctioning. Add'l info from the area rep indicated that the handheld was found to have the battery depleted upon his visit to the physician. No user mishandling was reported to have contributed to the reported malfunction. The reported handheld is in transit to be returned to the MFR for analysis.